Manufacturer narrative:
E1-initial reporter establishment name-(B)(6). E1-(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the screen was flickering and the image did not display during a diagnostic screening test involving an olympus gastrointestinal videoscope. The procedure was completed using a backup device, and there were no reports of patient injury.